Event description:
It was reported by service report that the scale is not working properly and is reading inaccurately, the customer could not determine whether there was pt involvement and/or adverse consequences.